Manufacturer narrative:
For the reported information, a physical sample was not returned and images were not provided. Therefore, the reported stent twisting could not be reproduced which led to an inconclusive result. Based on the provided information, a manufacturing related issue could not be identified. Based on the information available, a definite root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model ex061703c vascular stent allegedly experienced material twisted. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was 90 kgs.